Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose in the middle of the night was 43 mg/dl and in the morning their blood glucose was high and then dropped down to 30 mg/dl. No treatment was given to customer. It was reported that the customer¿s insulin pump had pump error. It was reported that the customer was able to rewind and clear. It was reported that they performed self test and displacement was passed. The insulin pump will not be return for further analysis.